Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 856mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. Troubleshooting was declined, and the customer stated that the doctor believes the insulin pump was not functioning properly. The customer's most recent glucose reading was 358mg/dl, and he has treated with manual injections. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.